Event description:
It was reported that the while using a semi-rigid ureteroscope during a cystoscopy, the end broke off while inside the patient's urethra. The end detached and fell inside the urethra, but it came out when the scope was removed. The urethra was visualized using a second scope and there were no signs of injury. The procedure was completed without any reports of patient harm.